Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of his pump not rewinding. The customer's blood glucose at the time of incident was unknown. The customer also stated not being able to get the reservoir into the pump due to it not rewinding. Customer also reported his act button was unresponsive at times. The customer's blood glucose at the time of incident was 156mg/dl. Customer was advised to monitor pump and call back if the problem returns. The pump will not be returned.